Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-01096. It was reported the charger itself gets hot while recharging and the pt is experiencing discomfort at the ipg site. The discomfort symptoms occur if stimulation is on or off and when charging or not.